Manufacturer narrative:
The device was not returned for evaluation. However, a follow-up report will be provided when additional relevant info becomes available. The device labeling was reviewed and the dfu cautions that if the tube does not move without restriction in the tract, do not attempt to use traction as a method of removal. Traction as a method of removal may result in tract separation and associated complications. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.

Event description:
The sales rep reported to the MFR that the bumper broke off from the peg tube while using the traction removal technique to remove the initial peg from the pt. There was no report of injury or adverse consequences as a result of the separation. Sales reported that the pt was okay after peg removal. It was also mentioned that the peg tube had been insitu for 1 year. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clarke complaint database and identified.